Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with stored episodes of non-sustained rv oversensing. Device interrogation revealed loss of capture due to high capture threshold. Programming changes were made although the physician elected to explant the device. No further information.